Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. An investigation was carried out into this complaint. Based on the information gathered it appears most likely that the incident occurred during the patient's transfer from the bed to carendo shower chair when the right leg clip of the sling detached from the spreader bar of the maxi move lift. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable and slightly decreasing. It has been established that the lift device (maxi move) and the clip sling system was being used for patient handling at the time of the event and in that way contributed to the outcome of the event. The sling and the lift which work together as a system were found to have been to specification from a functional perspective when the event took place. The sling and the lift device were inspected and no malfunctions were found that could have caused or contributed to the event. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. During the clip detachment the person is likely to fall away from the sling, toward the corner where the clip is not in place as shown in our simulations. From simulations, we know that in the situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. The only exception being: when a person is lifted from a horizontal position (bed in this case) and a leg clip is not attached. As is documented in our simulations, a person can be lifted from a horizontal position with one of the leg clips not in place. However, typically when the patient is at the end of that transfer, put into a more upright, seated position before lowering to a chair, the weight shifts towards the missing clip strap and the person falls out. Following the above scenario, it appears most likely that the clip was not in place at the start of the lifting procedure and could wiggle off when the patient was put into a more upright, vertical position to lower to carendo shower chair. There is a possibility that certified nursing assistants (cnas) did not follow the labelling and did not check the clips, if those are correctly attached and remain in tension, as the weight of the resident is gradually taken up. Per labelling, the user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. The maxi move lift instructions for use (IFU) supplied with the lift contains crucial information: "warning: important: always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the patient's weight is gradually taken up" from this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative but could not provide any training dates for staff. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Event description:
On (B)(6) 2015, the following was reported to arjohuntleigh: two certified nursing assistants (cnas) were transporting the patient from the bed to carendo shower chair when the right leg clip on the xl mesh sling detached from the spreader bar pin. As a consequence the patient slipped from the sling to the floor sustaining small scrape to the head and back area not requiring medical intervention.